Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the pacemaker was exhibiting far r-wave oversensing. The clinic will continue to monitor the patient. The patient was in stable condition.